Manufacturer narrative:
Analysis and results: batch number informed does not exist. As no batch number is available, the batch manufacturing record cannot be reviewed. There are no samples available for analysis. Without any sample, we cannot carry out an analysis in order to take a decision. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample or more information is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with novosyn suture. The client reported that needle detachment occurred when the needle was pulled out of the tissue. The information of user is undisclosed, so there's no possibility to get further information of the case.